Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated on 12/20/2019, sensor insertion site became irritated and infected. He was seen by a physician and was treated with doxycycline100 mg twice a day. At the time of the report eight days later the infection was subsiding. No additional patient or event information is available.